Event description:
It was reported that stent damage occurred. The non-totally occluded 60% stenosed, eccentric, de novo target lesion containing a >=90 degrees bend was located in the severely tortuous and severely calcified left circumflex artery. A 3.00 x 48 synergy ii drug-eluting stent was advanced for treatment. However, device was not accessible and finally damaged on the proximal edge. The procedure was completed with the original device. There were no patient complications nor injuries reported and the patient status was stable.